Manufacturer narrative:
Submit date: 06/27/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien that the customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, it was discovered that the unit did not produce an audible alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit had no audible alarm¿. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.